Manufacturer narrative:
Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked and bleeding lcd glass, missing display window glass, and detached/missing end cap noted. No broken battery tube thread noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's case was broken near the battery threads. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.